Manufacturer narrative:
A1: patient identifier - (B)(6). The actual device was not returned for evaluation. A retention sample from the involved product code/lot# combination. Visual inspection found no obvious anomaly, such as a kink or fracture, in the appearance along the total length. Magnifying inspection of the platinum coil segment did not find any anomaly, such as a deformity or jumbling on the coil. Magnifying inspection of the stainless steel coil segment did not find any anomaly, such as a deformity or jumbling on the coil. The outside diameter on the coiled segment was measured and confirmed to meet the specifications. Magnifying inspection of the uncoiled segment confirmed it did not have any anomaly. The ptfe coating was confirmed to be intact. Review of the device history record and shipping inspection record of the involved product/lot# combination confirmed that there were not any production-related problems or any discrepancies in the inspection results. The shipping inspection record was viewed, being focused on the result of the distal tip fracture resistance strength test. No deviation was noted in the result. The shipping inspection record was viewed, being focused on the result of the distal tip mobility performance test. No deviation was noted in the result. A search of the complaint file did not find any other report with the involved product/lot# combination. The investigation results verified that the retention sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined. As a cause of this complaint, it is likely that the distal segment of the actual sample was caught in the competitor's stent. Subsequently, in this state, it was exposed to an excessive force, including pulling and/or torque forces, resulting in the fracture of the shaft on the distal segment. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: (1) manipulate the runthrough ns slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under high resolution fluoroscopy. (2) manipulate the runthrough ns carefully when crossing it through a deployed stent stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. - attachment: [mw5069995.pdf]

Event description:
Cardiologist performing a percutaneous coronary intervention to the left anterior descending artery. After deploying the stent and upon attempted removal of the terumo runthrough wire ns the tip of the wire became entangled in the stent strut. The tip of the wire remained in the stent strut. Patient is in good condition, pain free, no problems. Patient was stable, patient was re-cathed 5 days later with no adverse effects. There was no blood loss reported. A second runthrough was down the left anterior descending; the trapped wire was in first diagonal artery. Methods used in attempts to remove the wire, a 1.5 over the wire 1.5 balloon, and a finecross. A second runthrough wire and synergy stents were used. The runthrough wire was inserted through a metal introducer, merit. There was no manipulation of the runthrough wire through the stents struts prior to the wire becoming stuck. A merti introducer was used to manually shape the tip of the wire, and was wet before shaping the entire wire was flushed in its hoop and was wet prior to use.